Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed (through the history log) but did not reproduce the system error 105. The device was operating out of specification. Eval found the motor to be seizing which is a known contributor to system error 105. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105 in the critical care unit. It was also reported that there was no pt involvement.